Event description:
Slow rate pacing was observed on (B)(6) 2009: the device was pacing most of the time at 60 min-1, but some drop down to 40 min-1 were observed in the pacing rate.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was mfg and used outside the united states. The analysis is pending.